Event description:
A zoll distributor returned electrode belt sn (B)(4) and reported that the electrode belt therapy electrodes were non-functional.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (non-functional te's) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to an open pulse wire in the trunk cable. There was evidence of physical abuse to the electrode belt. The root cause for an open wire was excessive force. No adverse event resulted from the open pulse wire.